Manufacturer narrative:
The returned device was evaluated. During this testing the unit when pressing the alarm limit button the device abruptly shuts off, as though the power button was pressed. The alarm limits button does not power the device back on, it only shuts it off. The connections between the keypad flex cable and the user interface board was reseated and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported by the customer the monitor turns off whenever the alarms limits button is pressed. The unit is able to engaged in active monitoring with no alarms or error messages. There is no known patient impact or consequences.